Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl). Reportedly the customer thought the pump was not working and administered a 10 unit bolus with a syringe. The customer then realized the pump was working and delivering insulin. During troubleshooting with tandem customer technical support, the pump performed as intended. Customer indicated they would consume milk to stabilize bg level.